Event description:
High impedance measurements due to a lead fracture were noted. Device settings were changed to vvir and there are no adverse events reported for this patient. Should additional information become available, this event will be updated.